Manufacturer narrative:
Patient information is not available for reporting. This report is for an unknown tfna helical blade/unknown lot. Part and lot number are unknown; UDI number is unknown. The 510-k number is unknown. Device remained implanted; as such explant date is not applicable. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the patient underwent an open reduction internal fixation (orif) on (B)(6) 2018 to treat the femoral trochanteric fractures. A blade was fixed, compressed and locked with the help of torque application. Also, side stoppage was completed. However, the surgeon failed in fixing trochanteric fixation nail- advanced (tfna) end cap 0mm to tfna short nail. The end cap was not inserted askew, but it reached only halfway to the nail. The details on the rest of the surgery is not reported. Surgery was completed with a 30-minutes surgical delay. There was no adverse consequence to the patient. Surgery was completed successfully with the patient outcome reported as stable. This report is for an unknown tfna helical blade. This is report 2 of 2 for complaint (B)(4).

Event description:
This report is for an unknown tfna nail.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Event problem corrected to "this report is for an unknown tfna nail." This report is for an unknown tfna nail/unknown lot. Part and lot number are unknown; UDI number is unknown. 510-k number is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.